Event description:
A report was received from the peritoneal dialysis pt. He reported that he was fully connected and noticed a leak at the connector. The pt disconnected and used a manual set for his treatment. It was learned that the pt received one prophylactic dose of antibiotics. The pt continues to use this product for his dialysis without further incident. No sample is available.